Event description:
It was reported by the customer's mother that the customer had an allergic reaction to the infusion set. Customer's blood glucose level was 164 mg/dl. Customer's mother stated that the customer has had a skin infection every day since using the quick set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.